Event description:
A malfunction alarm related to a cartridge was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed repetitive cartridge alarms and decided to replace the pump.